Event description:
It was reported that the rigid video laparoscope had dark picture. The event occurred during diagnostic gallbladder procedure. The intended procedure was completed with the olympus back up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.